Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of "low" on the continuous glucose monitor. Low bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.